Event description:
It was reported that during a radiofrequency ablation procedure the cannula broke away from the electrode during the placement of the probe and became embedded in the patient. The device was removed and the procedure was completed. The patient is recovering.

Manufacturer narrative:
Engineers inspected and analyzed the device upon receipt; the shaft of the electrode was determined to be fully separated from the hub. The hub was disassembled, and proper adhesive curing was observed within the hub; no issues were found in the bonding of the cannula within the hub. It was further determined that manufacturing process did not contribute to the reported event. Engineers determined that the cannula braking away from the electrode was caused by unintended error in the use of the device which caused or contributed to the event.

Event description:
It was reported that during a radiofrequency ablation procedure the cannula broke away from the electrode during the placement of the probe and became embedded in the patient. The device was removed and the procedure was completed. The patient is recovering.